Manufacturer narrative:
The part was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that an excelsius gps surgery of an o-arm/ict intra-op case resulted in 2 misplaced screws. The case was c7-t1. The surgeon placed both left side screw first, then placed both right side screws. Once screws were placed,an x-ray showed both c7 and t1 right screws were superior and medial to plan (t1 r screw was entirely in the disc space); nothing was indicated while navigating that these screws were off - there were green boarders,low offset, low/no deflection, implant received "check mark". The left side screws were placed to plan and landmark checks were successfully done after spin prior to any screws being placed .both right side screws were removed, ict was re-positioned and we did a new o arm spin. C7 r and t1 r were re-planned and replaced through the ee. Then, x-ray shows t1 r is good but c7 r to now be too low in the pedicle- again nothing indicating our screw was off from the plan. This screw was removed, re-planned and successfully replaced. Case was completed, no adverse reactions recorded.